Event description:
Per clinical trial (B)(6): on (B)(6) 2018 patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedure included excision of small mole nasolabial line. On (B)(6) 2018 right nipple necrosis was reported. Patient had wound closure and debridement on (B)(6) 2018. Attended hyperbaric oxygen treatment to help with necrosis. Another areloar debridement of right breast was done on 4/3/18. Patient also treated with medication (silvadene ointment). Review by medical affairs identifies the reported adverse event as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of nipple necrosis. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Remains implanted.